Event description:
Patient was implanted with matristem surgical matrix psm during a laparoscopic gastric sleeve procedure on (B)(6) 2012. At a planned follow-up surgery on (B)(6) 2012, the physician noted the presence of yellowish fluid between the device layers and adhesion of the device to the liver and stomach. The portion of device adhered to the stomach was removed by physician, and the surgery was finished as planned.

Manufacturer narrative:
Based on it's review, acell is not aware of any clinical or pathological evidence indicating its product was related to the adverse event. This MDR is being submitted out of an abundance of caution.